Event description:
It was reported that the left ventricular lead exhibited loss of capture and had dislodged. The lead was capped and replaced.

Event description:
Additional information notes that the left ventricular lead was capped on (B)(6)2012 and subsequently explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 3.2 cm to 3.5 cm from the electrode tip, exposing the re cable. The redundant conductor insulation was intact.